Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with sensor and fingerstick glucose readings in the 60s mg/dl and a nadir of 54 mg/dl, after which the user ingested glucose tablets and orange juice and ems was contacted. Symptoms included dizziness and anxiety related to low glucose. Outcomes included ems evaluation without transport or admission, and recovery of glucose to 97 mg/dl. Investigation included review of device data via bionic report and confirmation that low-glucose alerts occurred, with overall time in range noted as acceptable and lows infrequent. Investigation of this case revealed no device malfunction or alarm failure, and the device was reconnected after the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.